Manufacturer narrative:
On 30 nov 2015 it was prepared a final report with the information already submitted in the initial report. On 01 dec 2015 it was sent to the initial reporter and the case was closed. On 11 dec 15 it was further added that the spacers implanted on (B)(6) 2015 were substituted with new implants on (B)(6) 2015.

Manufacturer narrative:
Batch review performed on 01 october 2015: lot 144714: (B)(4) items manufactured and released on 10 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 ref. (B)(4), lot. 148654 ((B)(4)): lot 148654: (B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold with 1 similar reported issue. Versafitcup acetabular shell diam 58 ref. (B)(4), lot. 092649 ((B)(4)): lot 092649: (B)(4) items manufactured and released on 22 december 2009. Expiration date: 2014-11-30. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Verssafitcup double mobility hc liner ø 58/28 ref. (B)(4), lot. 147781 ((B)(4)): lot 147781 (B)(4) items manufactured and released on 25 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On (B)(6) 2015 it was communicated that the pathogen was "strep". Clinical evaluation performed by the medical affairs director on (B)(6) 2015: this is reported as an early infection case and the documentation supplied (one xray) is perfectly compatible with this report. Therefore, the root cause is to be considered infection.

Event description:
Patient came in complaining of pain. The surgeon thought it could be an infection so he decided to remove all components. Explants will not be available. X-rays will be available. Waiting for pathology results.